Manufacturer narrative:
The affected device was examined onsite by technician and the log file was made available for further investigation at the manufacturer¿s site. Based on the device examination a faulty main board pcb control was identified as root cause of the reported event. Based on the log file analysis, it could be confirmed that a warm start was logged on the 22nd of may 2023, along with the failure that one of the internal supply voltages (vvent) was out of the specified range. Replacing the faulty main board pcb control remedied the issue. In case of a technical problem the device alarms visually and acoustically, ventilation stops. In this case an alternative independent ventilation device has to be used immediately, as described in the IFU. In the current event, the device reacted as specified and posted a corresponding alarm in order to indicate a technical device failure. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the screen of the affected device went black, and the device alarmed for a "technical fault". No patient injury reported.

Event description:
It was reported that the screen of the affected device went black, and the device alarmed for a "technical fault". No patient injury reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.